Event description:
It was reported in an article that a pt died secondary to complications from a fall after a generalized tonic-clonic seizure. The article involved adverse events reported by pts implanted with vns and some of the data in the article was provided by the MFR. Good faith attempts to obtain additional info on the pt involved and details of the death have been unsuccessful as the author no longer has this data in his possession. It is currently unk whether or not this death has been previously reported as no pt or product identifier info has been provided.

Manufacturer narrative:
Vagus nerve stimulation therapy for epilepsy in older adults. Sirven, j.j. Et al. Neurology 2005; 54:1179-1182.